Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. No further investigation was necessary for this complaint. Patient went to hcp decided to remove the sensor to alleviate the systems. Patient mentioned that they would like to continue using the system and would consult hcp to get re-inserted with a new sensor.

Event description:
On november 15, 2022, senseonics was made aware of an incident where patient reported pain and infection/inflammation at the insertion site. Patient went to doctor who told that insertion site was located in a place where many nerves run along and that this causes the pain. It was decided that the sensor should be removed to alleviate inflammation and pain.